Event description:
It was observed, that during the device evaluation. The subject device screen was blackout. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: the universal cable sheath failure is electrical/electronic component problem, but the cause of the universal cable sheath failure could not be determined. The most likely cause, is that the cable was damaged, by the force of being pulled. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.